Event description:
It is reported that the customer has water damage to insulin pump. Their blood glucose level was 148mg/dl. The customer states they went swimming with it on and didn't know it was not water proof. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.